Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. It seems the hearing performance decreased over the last two to three years. There are no reports of an accident or trauma. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The hearing performance with the device has been affected gradually. Reportedly, the hearing performance has decreased over the last two to three years. There are no reports of an accident or trauma. Re-implantation took place.